Event description:
Our facility saw a significant increase in cautis (catheter associated urinary tract infection) during (B)(6). Five pts with this device in use were diagnosed with a cauti, which is above what is to be expected for our facility. It was discovered that the bard surestep catheter had a new vent in the tubing that was leaking. We believe this leak that was allowing urine out also allowed organisms into the closed system. We believe this product had a direct correlation to these infections during the month of (B)(6). We are concerned that the company has been aware of this issue since (B)(6) without issuing a recall or notifying customers of the affected lots. We do not know all affected lot numbers and fear add'l pts may be harmed if defective product continues to be used. Our concerns have been reported to and discussed with the bard company reps. Specific case info can be provided about each of the 5 pts if needed.